Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The patient had a surgical procedure during which the catheter was inserted to remain in situ for 7 days but it detached or broke after 48 hours. No parts of the device remained in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No physical investigation or assessment has been conducted on the defective product as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The patient had a surgical procedure during which the catheter was inserted to remain in situ for 7 days but it detached or broke after 48 hours. No parts of the device remained in the patient. The patient's condition was reported as fine.